Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
During unpacking, it was noted that the stent was found fractured. The procedure was completed with another of the same stent and there were no patient complications reported as a result of this event.